Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: 9735843, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: 9735767, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted. A12: applicable to localizer not connected. A1102: applicable to the "localizer faulted" and "localizer not connected" error messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer not connected". After rebooting, the camera initially functioned fine with the green light on, but the light turned off after a few minutes, and the system displayed "localizer faulted." Technical services guided the manufacturer representative (rep) through a self-test, which appeared fine, but the network device interface (ndi) toolbox was unable to read information from the camera. The rep swapped the orange cable connecting the o-ring and the poe, and the system seemed to function fine. The rep called at a later time to report that the system was still having the issue. The connection from poe injector up to the camera was checked, with no resolution. There was no patient involved. Additional information was received. It was reported that upon replacing the poe and ethernet cable kit on the camera cart, 'localizer not connected' message still displayed on the system and issue was unresolved. Additional information was received. It was reported that the issue was not able to be replicated. They would switch camera carts for now to see if it replicated on the main cart or the issue only followed the camera cart. The only two parts that technical services (ts) can think of that would help the issue is changing the poe power cord out and the o-ring box. Additional troubleshooting was done. Ts agents were unaware that the system was working as expected for now. The rep was unable to replicate 'localizer not connected' no matter how many times items were disconnected. It was also not known that the system had been on for 8 hours before localizer disconnected had happened.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the camera and additional hardware parts were replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. D9, h2, h3: the return of (B)(6) provided the lot number 17a0017106drc09. The hardware was returned and analysis was performed. The returned power over ethernet (poe) injector was found to be fully functional. No fault was found. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.